Event description:
It was reported the pt's charger adapter overheated and became hot to the touch. The pt stated the charger light stays orange when connected into the outlet and will no longer turn on. A replacement charging system was sent to the pt.

Manufacturer narrative:
MFR's eval: results: the complaint was not confirmed. The ac adapter was observed getting warm but since it stayed within the design specification it is considered normal. The returned charging system functioned as intended and passed the entire test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.